Event description:
It was reported that during use to thrombolectomise a vessel, the end of the catheter broke leaving a piece of the fogarty wire inside the vessel causing damage to the interior of an undamaged vessel. The wire was reportedly removed by opening the vessel and retrieving. No permanent pt injury was reported.